Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during the catheter insertion for two patients at the hospital, it was found that the puncture needle in 0668935 could not pass through the guide wire. After multiple attempts to remove and reinsert the needle, it still could not pass through the guide wire. Subsequently, a different mst set was used successfully for the puncture. No other information was provided. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire insertion is confirmed; however, the exact cause is unknown. One photograph and one video of a guidewire were returned for evaluation. An initial visual observation of the photograph and video showed a kink in the distal end of the guidewire. The guidewire could be partially threaded into the needle but was unable to pass completely through the needle. It appeared that the kinked area of the wire could be threaded into the needle, so it is likely that the kink was secondary to the difficulty threading the wire rather than causing the difficulty. While difficult guidewire insertion could be confirmed from the returned media, no details of the root cause could be determined. This complaint will be recorded for future trending and monitoring purposes.